Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp grn 18ga x 1.0in leaked. Four pivcs ref. 383348 batch 3305666 had holes in the extension and blood leakage three pivcs from the same batch and with the same code had an extension with a hole from which physiological solution was leaking; these same three pivcs had a safety system that was not activated. The fourth pivc had the safety system activated, blood leakage upon pressure with contact by the healthcare professional and an intact extension. Four pivc ref 383348 batch 3305666 had holes in the extension and blood leakage.

Manufacturer narrative:
DHR review: the complaint lot# is 3304666, sku is 383348, assembly in suzhou plant on 2023. Nov. 7, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: the picture provided shows the needle is in the sheath already; not sure it was activated or not during using. The video provided shows defect on tubing causing leakage. As for the report of blood leakage, there is no picture or detailed information to describe leakage location or leakage component. Retain sample analysis: sampling (B)(4) ea from the retain sample of the same lot to check product function and do leakage test, product safety shield activation function is good, no leakage issue detected as well. Possible cause analysis: based on the reported information, needle safety function is not activated. Possible reasons for this type of failure may include: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly. 2. Product safety shield is pulled during manual assembly flow or manual packaging. These risks will cause the outer shield to drop off before the needle retracted completely. Current manufacturing already has control procedures as below to detect and prevent this kind of defect: 1. 100% inspection for the gap between outer shield and rubber is performed at the last station of assembly. 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield. Based on the IFU description, holding the puller and keeping the component adown can activate needle safety function successfully. As for the reported leakage issue, it caused by the damage on tubing, possible reasons may include: 1. Extension tubing raw material defect. 2. Extension tubing was damaged during assembly. Current manufacturing already has control procedures as below to detect this kind of risk: 1. Incoming inspection, general assembly inspection, in-process sampling inspection can detect the defect on tubing. 2. Both in-process sampling check and outgoing check will do leakage test, a leakage issue due to tubing damage can be detected. As for the reported blood leakage issue, there is no detailed information to describe leakage location or component, we cannot identify the blood leakage reason. Factory in-process inspection will be sampling to do leakage test for all component related to fluid flow. The outgoing inspection will do finish goods leakage test as well. Conclusion(s): based on the IFU, keeping the component adown can activate needle safety function. As for the tubing damage and leakage issue, there is no detailed defect feature for the defect or damage on tubing; we cannot identify the root cause of tubing damage. As for the blood leakage issue, we cannot identify the causes due to no detailed information to describe leakage location or component. The retained sample test results are all within product specification, so the root cause is not clear.

Event description:
No additional information is available.